Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an atrial lead position check failed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple high impedance warnings. Spikes in impedance were noted. It was also reported that the right atrial (ra) lead exhibited a failed position check. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.